Manufacturer narrative:
(B)(4). Date sent: 10/25/2017. D4: batch # p91x6m. Device analysis: the device was returned with the blade scratched and cracked. In addition, the tissue pad was revived with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. During functional testing on gen11 an alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the white tissue pad was fallen off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete the procedure. There was no report on patient injury.